Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Subsequently, customer experienced diabetic ketoacidosis, and was hospitalized. The customer declined to provide additional information regarding the issue. Reportedly, the customer reverted to an alternate form of insulin therapy.